Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 814:02 on channel b was confirmed during product evaluation. This condition was caused by a defective channel b pumphead module. The channel b pumphead module was replaced to correct the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 814:02 on channel b. It is unknown in which care area this event occurred during infusion. This event may have interrupted delivery. Patient involvement is unknown. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. This involved a colleague p1.5 infusion pump with a user interface module master software version 6.13.92. No additional information is available.